Event description:
One person experienced a cidex solution splash in their eye. She states that she was not wearing protective eye wear at the time. She rinsed her eye thoroughly and saw an ophthalmologist. She does not feel that there is permanent damage. She called requesting an msds to be faxed to the facility.